Event description:
It was reported that a sites dell x5 handheld computer was freezing on the interrogate device screen. The handheld contained 7.1 programming software. Good faith attempts are underway to have the product returned for product analysis.